Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent an unknown procedure in 2010 where a biomet dcs plate was implanted along with a synthes lag screw. It was further reported that the plate allegedly failed shortly after implantation. No revision procedure was reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.